Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens regional support center (rsc) specialist had been monitoring the instrument's performance. The rsc performed a precision study on the instrument and determined that the instrument is performing as expected. The cause of the discordant, falsely elevated tni-ultra result for one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.